Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. It was found out that the slack was lost. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. It was found out that the slack was lost. The lead was explanted. No additional adverse patient effects were reported.